Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached over 470 mg/dl while wearing the pod between 4 and 24 hours. The patient reports their personal diabetes manager (pdm) had an alarm and they were unable to reset it in a prior call. Once at the hospital the patient was treated with intravenous fluids as well as insulin. The patient went to the hospital and is currently still in the hospital at the time of the call.